Event description:
It was reported that a vns patient had passed away and that the cause of death was unknown. Device diagnostics performed a year prior to the event indicated proper device function. Good faith attempts for additional information have been unsuccessful to date.